Event description:
It appears confused pt may have gotten finger caught in bedrail latch of stryker 5th wheel stretcher, resulting in partial amputation of the finger. The actual event was not witnessed, however, other means of injury have been eliminated.